Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported hub separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that a 3.25x15mm nc trek rx balloon dilatation catheter (bdc) was removed from the dispenser hoop and then the hub separated from the shaft of the bdc. The hub simply pulled away from the catheter; there was no resistance noted during removal of the protective sheath, the stylet or the dispenser hoop. There was no patient involvement and the device was not used. There was no clinically significant delay in the procedure and a new 3.0x20mm nc trek rx was used to successfully complete the procedure. No additional information was provided.